Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient accidentally dropped the controller and the driveline was disconnected, on (B)(6) 2018. It was stated that the patient quickly ¿shoved it¿ back into the controller and the pump restarted. On (B)(6) the patient experienced high watt alarms and electrical faults. Patient came into the emergency room (ER) on (B)(6) 2018 due to alarms. Log files were downloaded and sent into engineers. Upon evaluation of the log files, it was noted that the patient was operating in single stator and the high watt alarms were confirmed. No damages were seen on the connector and the driveline boot was placed correctly. On (B)(6) the clinical engineer, performed a service evaluation and switch out the controller, while additional inotropes were given. The controller switch-out resolved all alarms and the pump restarted on dual stator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b1 product event summary: the pump, hw30171 was not returned for evaluation. Con312034 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned device passed functional testing and visual inspection. The reported electrical fault event was confirmed through log file analysis, which revealed 1 electrical fault alarm and 1 vad disconnect alarm on 02/09/2018. At 23:29:08, a vad disconnect alarm was logged, indicating a physical disconnection of the driveline from the controller. This correlates with patient accidentally dropping the controller. The electrical fault alarm was logged at 23:30:06 and indicated that the front stator was not connected, causing the pump to run on the rear stator only. A high watt alarm was logged at 23:30:19, due to the increased power consumption needed to runon a single stator. A motor start event was logged on 23:30:14. These alarms suggest an intermittent connection of the driveline to the controller. Considering that the driveline mated properly with the patient¿s backup controller and con312034 mated properly with a test driveline during failure analysis, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the electrical fault event may be attributed to an insecure connection between the driveline and the controller. Other devices involved in this event: d1: heartware ventricular assist system - pump d4: pump / hw30171/ model #: 1103 / catalog #: 1103 / expiration date: 2019-08-31 UDI #: 00888707002639 d10: no h4: mfg date: 2017-08-31 h5: yes h6: patient code(s): c76143 h6: device code(s): c62860 h6: FDA method code(s): 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.